Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On march 6, 2023, senseonics was made aware of an incident where the user received a false hypoglycemic alert due to sensor inaccuracy.

Manufacturer narrative:
Based on the investigation analysis, the reported event on march 5, 2023, at 08:10 am est, displayed a temporary mismatch between the sensor reading and fingerstick measurements. The user did receive a hypoglycemia alert at 07:36 am est. Following the reported event, there were three consecutive suspicious calibrations which led the system to go into a sensor suspend phase. In the sensor suspend phase, the system recalibrated its glucose calculation algorithm while the sensor readings were blinded to the user for 6 hours. After the sensor suspend phase, the system re-started in the initialization phase and started displaying better agreement between the sensor readings and fingerstick measurements, with its overall performance within expectations. The reported event happened during the early sensor wear after sensor insertion. During the initial setting period after sensor insertion, there could be chances of temporary mismatch, which will eventually normalize after sensor stabilizes. The user did not require medical attention and self-resolved the event by having some juice. Once the sensor stabilized, the system began performing within expectations.the user is currently using the system with up-to-date information. H3. Device evaluated by manufacturer? Yes. H6. Investigation findings updated to 114. H6. Investigation conclusions updated to 4307.